Manufacturer narrative:
Philips service replaced the dp video switch head (452209024741 fru displayport sl dvi ext. Tx str 310mm, signal converter) and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the display was flashing or black due to a dp video switch head issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.